Manufacturer narrative:
Catheter: model # 8730w, lot # l41861, implanted on: (B)(6) 1997, explanted on: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen by the health care provider end of (B)(6) 2011 regarding pain at his pump site. There was a red spot in the area of the pump. Patient reports that he got hit by a grandkid playing. The area looked suspicious and he was put on a round of keflex. After one round of keflex the red area looked like it was streaking so patient was sent to the local infectious disease physician to see if it was a fungal infection or something else. It was later reported by the patient that his wound was opening. It was later reported that the patient was in the hospital on intravenous antibiotics. He had a neurosurgical consult by the implant ing physician who was "not in a rush to explant". Per the reporter, "there is no exposure to the pump from the skin" and no explant was planned at this time. The pump contained the drug diluadid 25mg/ml. A follow-up report will be sent if additional information becomes available.